Event description:
Vague report received from australian product complaint coordinator regarding an incident that occurred at an unk hosp with a flo-gard 6201 infusion pump, serial number unk. The pump reportedly infused air downstream from the pump without alarm. Although attempts were made to obtain additional info from the complaint coordinator, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.